Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the event history log did not show any abnormalities that might contribute to the reported issue. The reported condition was not verified. Flow accuracy testing was performed at flow rates of 40ml/hr and 125ml/hr and the flow accuracy percentages were 0.190% and -2.946% which are within specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had no flow during therapy. The medications that were infused were nicardipine and norepinephrine. Volume to be infuse 200 ml, flow rate starting rate 5 mg/hr or 25 ml/hr titrated to response, dose -40 mg/200 ml 0.83% sodium chloride. Primary infusion was used and height of the container was approximately 14-18 inches. The event happened at the intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.